Event description:
It was reported that a patient underwent an umbilical hernia repair procedure on (B)(6) 2010 and mesh was placed. On (B)(6) 2010, the umbilical hernia reappeared with bulging >5 times bigger than the original hernia. The mesh felt like it was bunched up. After that, the mesh felt as if it was migrating to different parts of the area surrounding the belly button. On (B)(6) 2010, the recurrent umbilical hernia was repaired. A 3-4 inch incision was made to remove the mesh, then the muscle and skin were sutured together eliminating the belly button, but creating of solid repair without mesh. The event was resolved after the reoperation.

Manufacturer narrative:
(B)(4). Hernia recurred. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.